Event description:
A shunt revision was required on a pt because of shunt malfunction. Intra-operatively, upon removal of the shunt, the valve was noted to be 2-way (fluid from the reservoir went back to the ventricular catheter).